Event description:
It was reported that the customer's insulin pump alarmed motor error. The displacement test was performed and the device alarmed motor error. Advised that the insulin pump would be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test at the end of the motor travel and had intermittent motor error alarm as a result of a motor encoder signal being out of phase.